Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Lead returned with the helix partly retracted, tissue visible inside helix. Removed tissue with alcohol. Helix extends and retracts and measures within specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix would not retract fully. An implant attempt was made but the lead immediately dislodged after extending the helix. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.